Manufacturer narrative:
Investigation summary: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. Patient remains ongoing with the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3, a4, h10: correction. Correction: investigation conclusion: gi bleed h10 statements: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient was admitted with anemia and hemoglobin (hgb) of 7.8. The patient reported feeling tired, lightheaded, and black stools for at least one week. There was concern for gi bleed. The patient was transfused 1 unit packed red blood cells (prbc) due to low hemoglobin (hgb). Patient received 1 unit prbc on (B)(6) 2018. Patient received 2 units prbc on (B)(6) 2018 for low hgb. No further information was reported.